Manufacturer narrative:
The field service engineer (fse) adjusted the water pressure of the rinsing station. Afterwards, the customer had no further issues. The service maintenance resolved the issue.

Manufacturer narrative:
No issues were identified with the sample, reagent probe or rinse station. Calibration and qc were acceptable. The customer uses 13 mm sample tubes with no rack adapter. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result from the c702 module was 240 umol/l. This result was reported outside of the laboratory. The sample was tested on an unspecified hitachi instrument with a result of 99 umol/l. The sample was repeated twice on the c702 module with results of 101 umol/l. The crep2 reagent lot number was 555244. The expiration date was not provided.